Event description:
During atrial fibrillation with wpw type b, cardiac tamponade occurred which required pericardiocentesis and thoracotomy. Initial ablation was performed for the wolff-parkinson-white syndrome procedure (b) in the right atrium and confirm kent block, then inserted into the left atrium and created geometry with the hd grid and performed to the fusion, when it was tried to expand the isolation of lpv from the roof of the lpv, steam pop occurred around the roof. Vitals were monitored frequently, and the procedure continued with extensive encircling pulmonary vein isolation procedure to the cavo tricuspid isthmus of the superior vena cava. Vital signs stable post procedure and patient left procedure room after hemostasis obtained at puncture site and patient returned to the ward. Three hours following procedure, patient became hypotensive and cardiac tamponade was confirmed by CT and echocardiography. Pericardiocentesis was performed and blood pressure returned increased. However, bleeding continued, and thoracotomy was performed with hemostasis obtained surgically. Site of bleeding was confirmed to be lpv roof which was where the steam pop occurred. Patient recovered and was extubated the following day. No devices were replaced.

Manufacturer narrative:
This device was not returned; however, one image was submitted to product performance engineering. The results of the investigation are inconclusive since the device was not returned for analysis. The returned image appears to show a display in which the tacticath se device distal tip appears to be half in contact with the roof of the heart and half appearing outside the heart. The photo also shows the location on the display in which the field believes the steam pop occurred. Additional field information indicated that ablations were performed with an rf power up to 40w. The tacticath contact force ablation catheter, sensor enabled instructions for use (IFU) warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence¿ and ¿too high rf power during ablation may lead to perforation caused by steam pop." However, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.